Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the bent cannula or if any product condition could have contributed to the reported hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.4. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include elevated blood glucose levels, feeling extremely hot, bodily constriction sensation and severe headache. According to the patient, she was treated with intravenous fluid drip with fast-acting insulin and was tested for potential viral infections. The patient was released on the same day, (B)(6) 2025. The patient reported being unsure if the cannula was properly inserted into the skin due to the absence of blood at the site and not feeling the "sting" she typically feels during the insertion. Upon pod removal, the patient reported a significant amount of insulin pooled in the adhesive tape and the cannula was bent. It was also noted that the skin around the infusion site appeared red and irritated. The pod was removed at the hospital.